Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient is having his battery and leads removed tomorrow so that he can have an MRI. Patient will not be re-implanted at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient's ins battery was dead and their recharger would not connect to the ins. They had not used or charged their ins in about 2 years. The patient needed to have an MRI so they needed to have their ins restarted so they could put the ins into MRI mode. The patient was unable to put their ins into MRI mode. The patient stated that when they were implanted, therapy never reached the areas they needed so they just stopped using it. Additional information was received. It was reported the patient was unable to turn their battery on. They had not charged in 2 years and needed an MRI. The manufacturer representative jumped the battery and tried to charge but could not get the device charged enough to clear the por. The patient tried to charge all weekend but was unable to get it to hold a charge. They ensured the wand was centered over the device and even used sticky tape to hold it in place. No other interventions were taken at the time. No surgical intervention was planned or scheduled. The issue was not resolved.